Event description:
It was reported that a patient presented with r wave amplitude variation and over-sensing of noise noted on the implantable cardioverter defibrillator. Corrective programming changes were recommended. No adverse patient consequences were reported.